Manufacturer narrative:
On 02-jul-2021: no failure could be identified as a result of the investigation.

Event description:
Having trouble removing tampon: vagina [foreign body in reproductive tract]. Tampons are upside down [device physical property issue]. Went to remove tampon, string on the other side. Trouble removing them [complication of device removal] . Consumer reported via e-mail that tampons are upside down and the string is on the other side so she's having trouble removing tampon. No serious injury reported.